Manufacturer narrative:
Cardiac arrest/pdi: the cause of the injury was not determined due to insufficient clinical details. High or saturated pump flow: the cause of high or saturated pump flow issue was not determined due to no product/logs being returned for the investigation and with insufficient clinical details.

Manufacturer narrative:
This is one of two related reports. This report represents the second impella 5.5 used and another report was submitted to represent the first impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 63-year-old male patient who had been admitted in for coronary artery bypass graft (CABG) surgery for known coronary artery disease and suffered from post cardiotomy cardiogenic shock. This pump is the second 5.5 that replaced one that had previous supported for 10 days. Shortly after this new pump was placed the patient was returned to the ICU and the team observed signs of saturated pump flows, flat motor current, and the waveform dissociation. The patient coded and expired after just over an hour of support. The cause of death was not shared. The death will be conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported post cardiotomy cardiogenic shock and major cardiothoracic surgery.